Event description:
Instrument failure - it appeared as though the nipple on the end of the distracter was too long. It would not engage the threads within the humeral socket shell to pop the morse taper. There was a twenty minute delay in surgery.